Event description:
The customer states that the gastrostomy feeding tube sprang a leak after every two or three months.

Manufacturer narrative:
Based on additional information received from the customer, the complaint is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the product springs a leak after every 2 or 3 months. The leak is from the balloon that is filled with water. It totally empties and a new one has to be replaced every time in the emergency room.